Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app, advising them to follow up if the battery depletion exceeded 35% per day. The issue was resolved with a reset, returning the battery to normal levels of depreciation.